Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the idler pulleys. The cable itself was not fully broken. The cable was spliced in one place. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument grip cable are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was reported as unknown if there was any broken or frayed cables at the wrist. The instrument no longer opened and closed smoothly. No report of the instrument jaws stuck closed or unable to open while grasping tissue. No additional information regarding the nature of the instrument failure. The product has already been shipped back to isi for evaluation.